Event description:
Medtronic pump model type 8637-20 has reported several instances of "motor stalling." This indicates that the pump within the implanted device has stopped intermittently for varying amounts of time.